Event description:
It was reported that the ilet displayed a ¿press and hold¿ prompt during a fill tubing process while the patient remained connected via infusion set and tubing, and approximately 1.4 units of insulin were delivered into the body before disconnection. The pump pauses basal delivery during this process, and the user subsequently completed the prompt and proceeded with a meal announcement. Symptoms included hyperglycemia with a peak blood glucose measured at192 mg/dl. Outcomes included no hospitalization, no medical intervention, and no adverse events. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error related to performing a tubing fill while connected to the body. It was concluded that the device functioned as designed and that the event was attributable to use error, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.